Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04015 addresses the other device.it was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a tumor rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, after powering on the generator, a console error (e03) occurred. The error was not able to be cleared so the procedure was aborted.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.